Event description:
On (B)(6) 2025, a patient underwent port placement procedure using the powerport m.r.I. Isp. After one year from implantation, it was noted that the catheter rupture had occurred. It was further reported that extravasation and swelling was also observed at the site where the port chamber had been positioned. Reportedly, the patient experienced redness and bruising. Furthermore, the catheter was subsequently removed on (B)(6) 2026. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.